Event description:
The account alleges that when prepping for an interventional procedure, there was a defect identified in the packaging resulting in incomplete sterilization of the contents. The packaging defect was not intuitively obvious. No patient contact or patient injury to report. A new device was used to complete the procedure

Manufacturer narrative:
The suspect device was returned for evaluation. The device was visually investigated. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed, and no exception documents were identified. A search of the complaint database was performed and 5 similar complaints for this lot number were identified.